Manufacturer narrative:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone. Device specific lot information was not available, therefore a review of device history records was not able to be performed. However, all non-conformance's for 1405-2381 were reviewed and no non-conformance's or issues during the manufacture or release of the product were identified to date that could have contributed to the issue reported. The most likely cause cannot be determined based on the available information; however it is possible the technique utilized applied additional bending forces to the device or it was driven into another device which resulted in its breakage. A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2021. A backup device was available to successfully complete the case with no additional patient outcomes.